Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued after restart of the device. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Fse performed functional test and measured the high voltage power supply, and no malfunction was found. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system crashed and could not emit x-rays. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.